Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no malfunction in the system. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, calibration values aligned with sensor trends and the system performed as expected. The user was advised to continue using the system and to calibrate as requested. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.